Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon inserted a 13.7mm micl13.7 implantable collamer lens,-13.5 diopter, and noted the lens was torn. The lens was cut out and removed within the same surgery with no patient injury, no incision enlargement, and no sutures were required. The backup lens was implanted with no problem and the patient is doing well. The cause of the event was unknown.